Event description:
Reporter indicated a vns programming wand was unable to interrogate a patient's generator. The generator was believed to be at end of service, but a battery estimate yielded 2.66 years remaining. Attempts for further information are in progress. The failure to program event for the generator is being reported via MDR #1644487-2010-00377.